Event description:
It was reported that an alert for long charge time was observed. A capacitor maintenance was performed with normal charge time but was highlighted in red. Additional attempts were performed but telemetry was lost each time that was made. Review of the session record revealed the charged times were in-range after the initial timeout. The alert for long charge time was cleared and another capacitor maintenance was performed with a normal charge time. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.